Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The functional testing could not be performed due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error during a bolus. The customer also reported episodes of high blood glucose but did not provide a blood glucose reading. The customer reported that the cannula had been bent. The customer treated with manual injections and declined troubleshooting for high blood glucose due to the issue being resolved with a set change. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.